Event description:
Customer reports to have experienced keypad anomaly. Customer attempted to clear anomaly by removing batteries and received a failed battery alarm. Customer's blood glucose was 212 mg/dl, which was treated with a bolus delivery. Customer reports that the down arrow button was not responding and numbers on screen began to scroll. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. No ramping numbers scrolling on their own or scrolling bar moving with no input noted. No unexpected failed battery alarms. The device also had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker.